Manufacturer narrative:
The consumer has discarded the complaint sample. Sealed product has been requested, but not received. A review of the lot device history records concludes that the product was manufactured, packaged, and released according to global and plant product specifications. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A consumer reported that while visiting (B)(6) on an unknown date in (B)(6) 2018, they inserted a new pair of mail order soft contact lenses and experienced irritation in their right eye. The consumer reported removing the lenses and inserting a second pair which also caused irritation. The consumer indicates that they went to a hospital for treatment and were diagnosed with a bacterial infection that progressed to a corneal ulcer. It was reported that they now have a corneal scar. The consumer reported to the contact lens retailer that they have been seeing a specialist for treatment for weeks and can no longer wear contacts in the right eye. The consumer recalls treatment with a corticosteroid (prednisolone acetate) and an antibiotic (tobramycin) and other two drops that were prescribed could not be recalled. Additional medical information was requested, however the consumer indicates that an attorney has been consulted and has declined to provide medical release.